Event description:
A customer reported that the insulin gauge on their pump displayed a lower amount than expected, estimating 12 units when the expectation was 70 units. There was no adverse impact on the customer's blood glucose level. The customer chose not to load a new cartridge and planned to change the cartridge independently. After uploading data, the customer acknowledged an increased insulin usage and had recently changed the cartridge, which resolved the fill estimate issue. The pump was confirmed to be functioning correctly, and no further troubleshooting was deemed necessary. Technical support closed the case.